Event description:
It was reported that during a device follow up visit it was not possible to interrogate the implantable pulse generator (ipg). A magnet was placed over the device and no pacing was noted via an electrocardiogram. The patient's intrinsic rhythm was low; however at the time of visit the patient was asymptomatic. The ipg was scheduled for urgent device change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).